Event description:
Reference imp# (B)(4).

Manufacturer narrative:
The mobile pin broke, probably due to repeated loading and unloading that progressively stressed and weakened the broach handle. From the document review of the lot involved no particular anomalies were found related to the problem. On the basis of medacta's risk analysis, the failure mode is unlikely to cause pt harm since, in case of malfunctioning of the broach handle, a second broach handle is always available in the instrumentation kit, permitting the surgeon to complete the surgery successfully.